Manufacturer narrative:
The date of this devices return for evaluation is unknown. The investigation for the reported aic - purge disc/flag issues has been completed. The product was returned and the aic - purge disc/flag issues was confirmed. Data analysis: imc logs at the complaint date are consistent with the complaint. The alarm, purge disc not detected - alarm cleared ¿ event #402, was issued after the insertion of pc. The pc/ purge disc was removed and reinserted, the purge disc alarm was persistent with the original and demo pc/ purge disc set. Attempt of rebooting the console failed in resolving this alarm. Device analysis: the alarm was reproduced in fs aachen. Upon open-up the purge lid, a plenty amount of glucose was found on the purge unit and inside the console. And the purge disc detector flag was glued to the protective film, so it did not move when the purge disc was inserted. The cause of the purge disc not detection/ acknowledge was the stuck purge flag, causing from the glucose built-up between flag and protective film. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The automated impella controller (aic) had a purge disc failure. A backup console was utilized for support. Additional information noted that the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.